Event description:
Complainant alleged that during patient use, when the autopulse resuscitation system was utilized with a nimh battery (s/n (B)(4)), it performed compressions for two minutes or less. The battery was then replaced with a spare (s/n (B)(4)), however this battery immediately did not work. The crew reverted to manual CPR (exact length of time is unknown). The patient outcome is unknown, as the crew left the emergency room while CPR was still being performed on the patient. No adverse patient sequelae was reported. No further information is available.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform experiencing low run times was confirmed. A review of the archive data showed that the platform displayed a ua 44 fault (battery voltage too low during compression) on the reported event date of (B)(6) 2013. Per autopulse power system user guide (p/n 12457-001) run time with a (nominal patient) is 30 minutes. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." Functional testing of the platform was performed for ten minutes and the reported issue could not be duplicated. The platform performed as intended when run with a test battery. A cause for the reported event could not be determined based on evaluation of the autopulse platform. Following service, the device passed all testing criteria please see the following related MFR reports: #3003793491-2014-00035 for autopulse nimh battery with sn (B)(4); #3003793491-2014-00036 for autopulse nimh battery with sn (B)(4).